Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, foreign material was found inside the packaging of a 6f 11cm (2.0mm x 0.53mm) (.021-inch) (21g) avanti+ transradial sheath kit. The foreign material observed was a red dot. It was a moveable particle. The procedure was completed by replacing the device with an unknown sheath. There was no reported patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device or device packaging prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.